Event description:
On 31-dec-2025, it was reported by a facility representative via (B)(4) that an ar-8332h shaver handpiece had an electrical issue. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (No problem found) the evaluation did not identify any issues relevant to the reported event.